Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral regurgitation appears to be related to patient condition (mitral disease progression). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation, myxomatous valve and severe bileaflet prolapse for a mitraclip procedure. A mitraclip was implanted successfully on the mid-lateral anterior2/posterior2 leaflet. A second mitraclip was implanted successfully lateral to the first. The final mr was grade 1-2. There were no clinically significant delay or adverse patient effects. During a follow-up evaluation on (B)(6) 2025, approximately 30 days post-operation, a transthoracic cardiogram (tte) showed that the mr returned to 4+. The veins revered to s-dominant. The clips remained stable on the valve. The physician decided to continue medical management and next steps will be considered if symptoms returned.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation, myxomatous valve and severe bileaflet prolapse for a mitraclip procedure. A mitraclip was implanted successfully on the mid-lateral anterior2/posterior2 leaflet. A second mitraclip was implanted successfully lateral to the first. The final mr was grade 1-2. There were no clinically significant delay or adverse patient effects. During a follow-up evaluation on (B)(6) 2025, approximately 30 days post-operation, a transthoracic cardiogram (tte) showed that the mr returned to 4+. The veins revered to s-dominant. The clips remained stable on the valve. The physician decided to continue medical management and next steps will be considered if symptoms returned.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.